Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the outlet. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: may 26, 2018 to may 27, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and observed a leak at the spike port cap of the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.